Event description:
It was reported that the customer had a blood glucose level over 400 mg/d. Customer stated that she has been as high as 600 mg/dl at one point. Customer does not have the pump at this time. Customer will be shipped a tubing clamp and need to call back to troubleshoot for high blood glucose levels. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.